Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with another point-of-care sys. Results as follows: date: (B)(6) 2011, inratio2: 4.1, coaguchek: 2.6.